Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, the hardware was removed in a revision surgery on (B)(6) 2023 due to pain. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, the hardware was removed in a revision surgery on (B)(6) 2023 due to pain. Per additional information from the surgeon, it is likely that the dorsomedial cutaneous nerve was not addressed during the initial surgery and may be contributing to the reported pain. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The patient's bones were completely fused/healed. No devices were returned for evaluation. The device history records were reviewed and no nonconformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. Based on additional information received, the most likely cause of the reported event is the dorsomedial cutaneous nerve that was not addressed during the initial bunion surgery. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.